Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had been getting excessive no delivery alarms on the insulin pump despite changing the reservoir and set 3 times. Customer's blood glucose was 13.9 mmol/l. Customer was advised to clear the alarm and disconnect from the pump. Troubleshooting was performed and customer stated that the insulin did exit out of the tubing. Customer stated that the manual prime went through but the pump alarmed no delivery while running the 5.0 unit fixed prime. Customer was advised that the pump will need to be replaced. Customer was recommended to revert to a back-up plan.